Event description:
It was reported that this patient presented to the emergency room (ER) because this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Technical services (ts) analyzed device episode data and found a sudden morphology change possibly due to atrial tachycardia with aberrancy. It was noted that the patient was asleep at the time of the shock. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.